Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The service repair technician reported that during routine testing of the device at the service center, the main bearing leaked fluid that contaminated encoder wheel and gut shaft. There was no pt involvement.